Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date involving an 8" (20 cm) ext set w/ 0.2 micron filter, rotating luer that allowed air to pass directly through without pressure from the filter. The customer further added that she opened a new filter to practice with the bubble point test and it was unable to stop the air from going through. She also stated that when the problem happened with the last filter, she was told to put tape over the air hole on the bottom of the filter. There was no patient involvement and no patient harm. This is the second of two events reported.